Event description:
Customer called to report the pump had a no delivery message without an audible tone. Troubleshooting was performed. Customer received again the no delivery message. It was stated that the pump was not dropped, bumped, or exposed to moisture.